Event description:
A (B)(6) male patient contacted zoll customer support contacted to report that his monitor displayed a messages: "call for service." The patient was provided with a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for service code 204 was a damaged trunk connector. The cause for the damaged trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The patient received a replacement electrode belt. No problems were discovered with the patient's monitor.